Manufacturer narrative:
It was reported the revision was needed due to wear of the 400-140f causing the patients ankle to become unbalanced. The poly component was implanted for approximately 8 years, with the original surgery occurring in 2015. Simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 37 similar complaints identified for star poly swaps with no reported damage beyond normal wear. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 had a root cause of unknown and do not aid in the investigation for this complaint. Ohr review was not conducted due to the complaint part not being returned and the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the original implantation occurred approximately 8 years ago. Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: patient weight, inventory type, lot number, inventory status. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 703 tibial polymer components (pn:400-14x) were sold during may 2022 and may 2023. With 38 reported events, the occurrence rate is 5.41 %. Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain aooropriate. Pr-21-003 star e+ in progress to update the star sliding core poly component to improve wear and oxidation properties. Though the root cause is unknown, it is not expected to be attributed to the supplier.

Event description:
Revision surgery - due to wear.